Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post percutaneous coronary intervention procedure, side branch stenosis occurred. In (B)(6) 2013, the subject's qualifying condition was myocardial infarction with unstable angina. The index procedure was performed. Target lesion #1 was a lesion located in the mid of the left anterior descending artery with 70% stenosis and was 8 mm long with a reference vessel diameter of 2.50 mm. Target lesion #1 was treated with pre dilatation and placement of a 2.50 mm x 12 mm study stent with residual stenosis of 5%. Target lesion #2 was a lesion located in the right posterior descending artery with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.50 mm. Target lesion #2 was treated with pre dilatation and placement of a 2.50 mm x 12 mm study stent with residual stenosis of 5%. On the next day, the subject was discharged on aspirin and clopidogrel. Baseline core lab angiography revealed 60% side branch stenosis at the 3rd diagonal artery. Post procedure angiography revealed 80% 'branch percentage stenosis' in 3rd diagonal artery.